Event description:
Pt admitted on 9/28/94 for syncope and found to have 2nd degree av block. Pulse generator implanted on 9/30/94. Right atrium lead and right ventricle lead inserted through left subclavian vein. Difficulty experienced in positioning ra lead due to narrow angle between first rib and clavicle. Another leadwire had to be used. Chest x-ray showed proper placement of leadwires. On 10/2/94 pt complained of chest pain and shortness of breath. Chest x-ray showed 20-30% pneumothorax of the left hemithorax. CT scan same day showed pericardial effusion. Chest tube inserted 10/4/94 and discontinued when pneumothorax had been reabsorbed. Echo test on 10/4/94 showed large pleural effusion and circumferential pericardial effusion with no hemodynamic compromise. Pericardiocentesis not required for pericardial effusion. Pt discharged 10/7/94.